Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a smiths medical cadd® administration set failed to infuse per program. There was a noted 13mls reported left in the bag per the pump but there was 170mls left. The patient was reported to have two missed doses of ancef and a reported un-occluded PICC line with no alarm. There were no reported adverse effects.

Manufacturer narrative:
One cadd administration set was returned for analysis. The sample was set for accuracy testing using a pump solis vip to look for unusual function. No discrepancies were detected, the accuracy test was successfully passed. A review of the manufacturing process was conducted to verify that there are no situations or practices that could cause the event as described ( under delivery). The root cause could not be attributed to the manufacturing process as all steps were followed according to the procedure.

Manufacturer narrative:
One infusion administration set was returned for evaluation. The sample was set for accuracy testing using a pump solis vip. No discrepancies were detected. The customer's reported complaint was not confirmed. While no definitive root cause to the reported issue could be determined, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.